Event description:
Port inserted 8/24/93 for chemotherapy. Pt admitted to hospital for gi bleed. 9/26/94, in trying to acces port for i.v. Administration, the line could not be flushed. Chest x-ray was done and revealed that the catheter tip was broken off and was floating free in the superior venacava. The distal catheter tip was removed in radiology by the radiologist. The proximal portion of the port was removed by the surgeon.